Event description:
The patient experienced a shocking/jolting sensation after riding on an escalator. Specifically, her left hand was on the escalator when the shocking occurred. She had 2 device systems, and it was the device on the left side which had the shocking (the device on the right was okay). The patient met with healthcare professional where x-rays were taken and everything seemed okay. Reprogramming was also performed. It was noted that movement caused stimulation changes (sitting caused pain). Palpation did not cause stim change. Impedance measurements could not be obtained due to the pain and shocking in the pelvic area. About a week ago, the patient was at dinner and experienced sudden, extreme pain at the neurostimulator site which stopped when she turned the device off. The physician did attribute the events to malfunction of the device and also confirmed a returned of symptoms. A replacement of the neurostimulator was planned. Patient outcome was unknown.

Manufacturer narrative:
(B) (4).